Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use. Warnings and cautions (p.7) . Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Conclusions: it is presumed that this phenomenon occurred because external force such as strong rubbing was applied to the subject part during transportation, storage, use, cleaning, etc. Since it may be prevented by observing descriptions on the instruction manual, it is considered that the phenomenon was caused by user¿s handling.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals the following: the biopsy channel has an internal cut and is leaking. The forceps glue cover is peeling. The um image has on broken element. There is play in the control knob. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during the post-procedure check of an evis exera ii ultrasound gastrovideoscope, a leak was found at the distal tip. There is no patient impact related to this occurrence.